Event description:
New information received noted that the patient presented via remote transmission. Upon review, it was revealed that the right ventricular lead exhibited far p-wave over-sensing. Also, noise was observed during episode on (B)(6) 2019. It was not specified if the noise was observed before the qrs complex or noise was observed after the qrs complex. Revision procedure was discussed. No interventions were made. The patient was stable and will continue to be monitored.

Event description:
New information received noted that programming changes have been documented for when the patient next comes into clinic. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited non-sustained right ventricular over-sensing. Also, double-counting of t-waves was noted. No intervention was made at this time. Patient was stable and will continue to be monitored.